Manufacturer narrative:
Currently no data is available regarding device involved in the event and therefore, the event is being captured conservatively under an unk_smart touch unidirectional sf catheter as an ablation catheter is the most suspected device until clarification on the device is received. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch unidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. Patient received an index cardiac ablation on (date unknown). On (B)(6) 2025, patient experienced retinal micro embolism categorized as moderate severity and serious defined by life threatening illness or injury and a permanent impairment of a body structure or a body function including chronic diseases. Relationship to study device (unknown device) is probable. Relationship to the index study procedure is not related. The adverse event was considered expected/anticipated by the opinion of the investigator. The outcome is recovering/resolving. Intervention performed was medication. This event was originally considered non-reportable, however, bwi became aware on 19-may-2025 that the relationship to the study device was probable and have reassessed the event as reportable. The awareness date for this record is 19-may-2025.

Manufacturer narrative:
Due to the update in the devices from unk_smart touch unidirectional sf catheter to varipulsetm catheter under the 3500a follow-up 1, below is the updated investigation completion details. The investigation was completed on (B)(6) 2025 for the varipulsetm catheter: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31590668l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. In addition, processed h3. Device evaluated by manufacturer? H6. Type of investigation, h6. Investigation findings and h6. Investigation conclusions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-jul-2025. It was reported that a retinal artery embolism occurred in a patient with persistent atrial fibrillation (psaf) and a significant cardiovascular history. The intraprocedural act of 295 was lower than the recommended act =350. The patient received 33 ablations at the pulmonary veins and left atrial (la) roof, above the recommended range of 28 ablations. Visual symptoms developed shortly after the procedure and showed improvement on the following day; symptoms are continuing to resolve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 26-aug-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31590668l and no internal action related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 33 ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins (la roof). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. It was confirmed that intraprocedural act of 295 was lower than the recommended act =350. Failure to maintain appropriate anticoagulation levels (act = 350 seconds prior to ablation with the catheter and check every 15-30 minutes while the catheter is in the left atrium) may increase the risk forthromboembolic events. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Therefore, included the following codes: -h6. Investigation findings: usage problem identified (c23). -h6. Investigation conclusions: cause traced to user (d11). During an internal review, noted a correction to the 3500a follow-up #1 as should have also included: -h7. Remedial action initiated type: notification -h9. FDA correction/ removal reporting no.: 3013300026-01/17/2025-001-c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially in the 3500a initial it was reported, ¿currently no data is available regarding device involved in the event and therefore, the event is being captured conservatively under an unk_smart touch unidirectional sf catheter as an ablation catheter is the most suspected device until clarification on the device is received.¿ additional information was received on 12-jun-2025 providing the device of varipulsetm catheter / d141201¿. Therefore, section d, h4. Device manufacture date field and g4. PMA/ 510(k) field have been updated to reflect the varipulsetm catheter. Additional information was received on 16-jun-2025 providing concomitant products. Therefore, added 8.5f sheath with curve viz mdc / d138502, trupulse generator, ww /d141701 and unk carto 3 under d10. Concomitant medical products and therapy dates section. In addition, serious definition updated to medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 15-sep-2025, noted a correction to the 3500a follow-up #4 as in h11 included in error the following: ¿therefore, included the following codes: h6. Investigation findings: usage problem identified (c23) h6. Investigation conclusions: cause traced to user (d11)¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the initial, we included, ¿life threatening illness or injury¿. However, on 16-oct-2025 received information which updated and removed this information. Additional information received on 24-oct-2025 provided an end date of unk-may-2025. In addition, in the initial we included, ¿the outcome is recovering/resolving.¿ however, on 27-oct-2025 received information which updated to ¿the outcome is recovered/resolved.¿ additional information provided on 30-oct-2025 which indicated that the sponsor assessment of primary adverse event was thromboembolism. The event did not meet the criteria for expected/anticipated. During an internal review on 07-nov-2025 noted correction to follow-up #3 as should have also processed the following fields and therefore, have processed: -a2. Patient age at the time of event -a2. Age unit -a3a. Sex -b7. Medical history/preexisting condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).